Event description:
It was reported that 12 days following the implant of a transcatheter valve, the patient presented with melena. Endoscopic examination was performed that revealed a rectal ulcer, and hemostasis was achieved. Subsequently, sepsis was suspected as the patient developed temporarily impaired consciousness and hypotension. Therefore, the patient was administered antibiotic treatment. Approximately one month following the implant of the valve, a cardiac arrest occurred and the patient died. The cause of death was reported to be due to a gastrointestinal hemorrhage. Per the physician, there was no causal relationship between the death and valve or implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.